Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. The patient reported that when they put on their medical alert necklace the day prior they became real shaky, so they took it off. The patient stated that the reason they have the necklace is because they have back and leg problems since 2016, and a loss of balance since (B)(6). As a result the patient has been falling. No further complications were reported or anticipated.